Event description:
The following has been reported: fk rep reported service alarm, not in patient use yet, pump used for training so no patient harm. Fk rep did do hard shut down on pump and did not alarm after hard shut down, he will do infusion test today. Preliminary review of logs show that this was a dsps verify failure. An active infusion was not stopped during training; no injury was reported. Investigation of the issue has been performed; the av motor control logic can result in cam oscillations around the target position (and move limit retry faults) which has resulted in false-positive pump problem alarms in the manufacturing line and in the field. This was found to be due to a software anomaly. This issue was resolved in a sw update to version 5.9.1 on recall# z-1484-2024 fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.